Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the reported errors were not reproduced. Therefore, the root cause could not be identified. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed as the device was performing as expected. The following non-reportable malfunctions were found during the device evaluation: the front panel was deformed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit had an e116, e117 and e118 connection errors. The issue was found during the fiberoptic endoscopic evaluation of swallowing procedure that was completed with the same equipment and a fifteen minute delay. There were no reports of patient harm.